Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient's daughter tried calling the patient but she would not answer so she called paramedics to go to the patient's house. The paramedics found the patient asleep. They checked a bg and it was 30 mg/dl while the cgm was 90 mg/dl. Paramedics removed the sensor and treated her with IV fluids and left after 3 hours. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2025 . It was clarified that the patient was able to hear the paramedics knocking on the door and opened it for them. The patient's daughter is a follower which is why she tried to call the patient. She was receiving alerts on the follow app. No additional patient or event information is available.